Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) cleaned the incubator cup holders and replaced two (2) cup holders as well, as these were sticking. The customer calibrated the aia-2000 and ran quality controls without any issues. No further action was required by the fse. The aia-2000 instrument was working within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under a4. Appendix 4: error messages, provides several incubator error messages and solutions for the operator to follow in order to address these issues. It is not known what error the customer was experiencing at the time of the call. The most probable cause of the reported event was due to the incubator cup holders.

Event description:
On (B)(6) 2018, a customer reported incubator issues during calibration with the aia-2000 instrument. The customer was down and unable to run quality controls or patient samples and requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for myoglobin (myo), cardiac troponin I (ctnl2), and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.